Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, h6, and h10. The device was not fully reprocessed at the time of return; the device was brushed but not disinfected. There is no possibility that the device was used in a procedure with the presence of foreign material. The device was pre-cleaned immediately after the procedure performing the first step of flushing. Detergent used was mediclean forte. Manual cleaning was performed within the hour. Customer did not provide information on whether the air/water nozzle was brushed/wiped with clean lint-free cloths, brushes, or sponges nor if it was flushed with the detergent solution.

Event description:
Addendum feb 27, 2023: customer reported event occurred during reprocessing. There is no patient involvement. The previous diagnostic procedure was successfully completed with no issues for procedure outcome and patient.

Event description:
Customer returned the device for evaluation and repair of an issue of no air flow due to clogging of air supply channel. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device nozzle was clogged with a white foreign crystalline material, which seems to look like cleaning agent residue, which could not be removed. There is no corresponding deformation of the nozzle. This is attributed to failure to clean adequately during cleaning/disinfection process causing the foreign material to accumulate. This medwatch is being submitted for the reportable issue of foreign material found in the device nozzle as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device was repaired in october 2022 for a middle level repair. The device is returned, and an evaluation completed for it. The user¿s complaint of air flow issue was confirmed. Upon inspection of the device, it was observed that the device nozzle was clogged with a white foreign crystalline material, which seems to look like cleaning agent residue, which could not be removed. There is no corresponding deformation of the nozzle. This is attributed to failure to clean adequately during cleaning/disinfection process causing the foreign material to accumulate. The clogging of the nozzle caused air flow issues for the device. Other observations for the device are that plastic cover is damaged and distal end insulation is out of specifications. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material found in the nozzle would likely have accumulated and clogged during cleaning/disinfection process. The event can be prevented by following the instructions for use: "instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.